Manufacturer narrative:
The complaint mask has not been returned to fisher & paykel healthcare for evaluation. A list of questions was sent to the customer to obtain more information in order to perform an investigation; however, the customer has not yet responded. A follow up report will be provided upon completion of our investigation. Device not returned to manufacturer.

Event description:
A healthcare provider in (B)(6) reported, on behalf of a customer, that the non-rebreathing valve in the forma full face mask was faulty and the patient had co2 retention. The customer then went to the hospital as they were experiencing shortness of breath.